Event description:
A 4.0 mm diameter x 15 mm length driver rx coronary stent delivery system was inserted into a patient for the treatment of a proximal rca lesion. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the physician implanted 1 driver stent successfully in the mid rca. The physician inserted the driver 4.0 x 15; in an attempt to reach the proximal rca lesion. While advancing the delivery system through the guide catheter, the stent dislodged. The physician tried to pull back the stent by pulling the wire back to the guide; however this was unsuccessful. Angio was performed and the stent was found in the rca. The stent flowed to the femoral artery where it remains. A driver 4.0 x 15 was used to complete the case. The patient is reported to be fine. Please note that this device (lot number 0000729058) is distributed outside the united states.

Manufacturer narrative:
Secondary intervention - eval summary: medtronic has received the device and its analysis had been completed. The balloon pillows were intact on the un-inflated balloon. The stent was not present on the balloon. There was clear evidence of crimp/bake impressions on the balloon and inner member of the device. The catheter shaft was distorted most likely because of coiling the device. Review of the procedural images provided on cd: post completion of angiographic review of both the left and right coronary arteries, treatment of a lesion in the mid rca commenced. The physician successfully delivered and deployed the 1st driver stent (size not provided). On attempting to deliver the driver 4.0 x 15 mm (delivery images not provided) the stent appeared to have dislodged in the proximal rca immediately proximal to the tortuous bend in the proximal rca. Procedural images show the guide catheter located at the ostium of the rca, with a steep angle of access towards the proximal vessel. There are multiple images showing the dislodged stent in the proximal rca prior to the stent moving firstly into the aorta, then to the pelvis and finally to the femoral vessel. Unsuccessful attempts were made to snare the dislodged stent during its descent in the aorta. The final images on the cd show the successful delivery and deployment of another 4.0 x 15mm driver stent. Successful delivery and deployment of the subsequent 4.0 x 15mm driver stent appears to have been completed by the physician by deep seating the guide within the proximal rca, effectively assisting the passage of the stent past the stenotic tortuous bend in the proximal rca. Although the physician successfully delivered and deployed the 1st driver stent in the mid rca, with no issues reported, it appears that the tortuosity in the proximal rca and the location of the guide within the vessel impacted on the unsuccessful delivery of the dislodged stent. This is supported by the fact that the physician deep seated the guide during the successful delivery of the 2nd device.